Event description:
It was reported that during a diagnositc laparoscopy procedure, the device was not giving a signal when attached to the cord. It would not activate. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. The switch assembly activated the handpiece upon attachment. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.